Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs and performance testing confirmed that the internal battery was defective. Based on all available information and previous investigations of similar complaints, the investigation determined that the battery defect was most likely due to a software issue which resulted in the corruption of the battery cycle count parameter. The identified software issue does not affect the core performance of the battery or device; therefore, the device will continue to provide ventilation as per specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the alarm was due to a defective internal battery. The internal battery was replaced to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.